Event description:
An attorney reported that an intraocular lens (iol) was "improperly" implanted into the sulcus of her right eye on (B)(6) 2013. Approximately 18-months following the implant procedure, a second surgeon removed the lens from the sulcus of the patient's right eye. Following removal of the lens, the patient reported a loss of vision in her right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Lot information was provided. Results from the product history record review indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. (B)(4).

Manufacturer narrative:
Based on the info available, we are unable to determine the root cause of the reported event. As per the report description, the intraocular lens was "improperly" implanted in the sulcus. The reported lens model is intended for primary implantation in the capsular bag. Per the directions for use (dfu), the lens is intended to be positioned in the posterior chamber of the eye (within the capsular bag), replacing the natural crystalline lens for correction of aphakia. The dfu recommends that for optimal results, the surgeon must ensure the correct placement and orientation of the lens within the capsular bag. Not enough info has been provided at this time to be able to confirm the implanted location of the lens within the eye.